Event description:
It was reported that the size four triathlon trial would not sit down nicely on the end of the femur after the ps box osteotome was used. The doctor had to remove the femoral trial, replace the notch block, and remove more bone.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a poor fitting trial component involving a triathlon #4 ps box ctg guide was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional, functional and material analysis were not performed as the device was not returned. Medical records received and evaluation: not performed because no patient clinical information was provided as there is no evidence to support the event was related to patient factors. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the exact cause of the event could not be determined because further information such as the return of the devices is needed to complete the investigation. It was also concluded that there is no indication the event is related to a manufacturing issue. (B)(4).

Event description:
It was reported that the size four triathlon trial would not sit down nicely on the end of the femur after the ps box osteotome was used. The doctor had to remove the femoral trial, replace the notch block, and remove more bone.